Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
Three harvesters reported that during endoscopic vein harvesting procedure, using the hemopro 2, have experienced excessive smoke build up in the tunnel. Replacement units were used to complete the procedures. The hospital did not report any pt effects. The events occurred between (B)(6) 2011. The products will reportedly not be returned to maquet cardiovascular as they were discarded. Refer to medwatch #s 2242352-2011-01717 & 2242352-2011-01718.